Event description:
It was reported that the patient experienced back pains and leg cramps. The patient was admitted to the hospital for "heart/lung and pain issues" and was discharged one week prior to report. During their stay, the patient was administered "pain injections and oral medication" for treatment of their pain. The patient reported experiencing "slamming" in their back near the device and having experienced "horrific cramps down legs" while lying down. The patient reported that their prescribed cramping medication "hadn't helped" and she was "up all night." Upon turning the stimulation off, the patient reported that the "slamming stopped, but not the pain." The patient reported that they were still in pain, but she was working with her doctor or manufacture representative. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).